Manufacturer narrative:
There is no 510(k) for this device as it is pre-amendment. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reporting bacterial contamination in product 221261, lot 1270502 - plate trypticase soy agar 5% sb. Steps taken with customer/troubleshooting: initiated complaint; surface contamination identified as pseudomonas fluorescens; plates were refrigerated upon receipt, contamination discovered when getting ready to use.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1270502 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1270502. Retention samples from batch 1270502 were not available for inspection. Three photos were received for investigation. One photo shows the bottom of a plate from batch 1270502 (time stamp 0908) with the plate print featured for batch verification. The other two photos each show the agar surface of an opened plate with bacterial colonies. No return samples were received for investigation. This complaint has been confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmgenpuraph, rev 02, ID 6.13.

Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reporting bacterial contamination in product 221261 lot 1270502 - plate trypticase soy agar 5% sb. Steps taken with customer/troubleshooting: initiated complaint; surface contamination identified as pseudomonas fluorescens; plates were refrigerated upon receipt, contamination discovered when getting ready to use. It was reported that customer reporting bacterial contamination in product 221261 lot 1270502 - plate trypticase soy agar 5% sb. Customer reporting bacterial contamination in product 221261 lot 1270502.